Event description:
It was reported that the asymptomatic patient presented during follow-up in clinic. Upon interrogation, inappropriate automatic mode switch caused by noise oversensing was noted on the atrial lead. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.